Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 210595. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one photo was received for evaluation by our quality team. The picture shows a needle assembly plastic hub with no plastic shield and it has the white epoxy. The needle is not visible. Based on the photo the symptom reported by the customer is confirmed. The cause for this defect could not be determined.

Event description:
It was reported that the bd precisionglide¿ needle broke off in the patient's gluteus. A visit to the doctor's office was required for image examination and microsurgery, as well as administering antibiotics and pain medication. The event of the needle breaking off in the body occurred with 3 different patients. The following information was provided by the initial reporter, translated from portuguese to english: "regarding lot 0210595, the needle 0.30x13mm, is breaking the needle of the support, and we had 3 cases that the needle was inside the patient's body. Info add: there was damage to the patient. The needle was placed in the patient's gluteus, causing pain, with the need to remove it in the office. The patient had to be moved to the doctor's office to perform exams (image examination) and microsurgery with a surgeon, as well as the administration of pain medications and antibiotics. Thus causing us to spend r (B)(6). The procedure that was being carried out was caeboxiterapia, infusion of medicinal carbon dioxide.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle broke off in the patient's gluteus. A visit to the doctor's office was required for image examination and microsurgery, as well as administering antibiotics and pain medication. The event of the needle breaking off in the body occurred with 3 different patients. The following information was provided by the initial reporter, translated from portuguese to english: "regarding lot 0210595, the needle 0.30x13mm, is breaking the needle of the support, and we had 3 cases that the needle was inside the patient's body. Info add: there was damage to the patient. The needle was placed in the patient's gluteus, causing pain, with the need to remove it in the office. The patient had to be moved to the doctor's office to perform exams (image examination) and microsurgery with a surgeon, as well as the administration of pain medications and antibiotics. Thus causing us to spend r $ 670.00. The procedure that was being carried out was caeboxiterapia, infusion of medicinal carbon dioxide."